Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted prophylactically and replaced with a non-guidant device due to the recall advisory. The device was functioning appropriately, and no patient symptoms were reported. However, while explanting the device, the header came loose.